Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified an upper link screw improperly adjusted which could have contributed to the reported condition. The service history record (shr) review was completed and revealed no findings that could have caused or contributed to the current complaint. The reported condition was verified. The device was found out of specification in relation to the reported 'downstream occlusion' which was confirmed in the event history log (ehl) review and reproduced during evaluation. Evaluation determined the cause was the upper link screw improperly adjusted and the downstream tubing guide depth out of specification. The link and tubing guide require adjustment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "downstream occlusion". There was no known patient injury or medical intervention associated with this event. No additional information is available.